Manufacturer narrative:
Investigation found a kink on the shaft of the catheter and a pinhole in the balloon, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. A pinhole in the balloon would result in a balloon leak.

Event description:
It was reported that during a procedure, a scepter balloon catheter ruptured inside of the patient. The device was removed and the procedure was completed with another balloon. There was no reported injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device returned to the manufacturer for evaluation. The investigation is currently ongoing.

Manufacturer narrative:
Investigation found a kink on the shaft of the catheter and a pinhole in the balloon, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. A pinhole in the balloon would result in a balloon leak.